Manufacturer narrative:
The investigation into the battery failure red alarm has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are consistent with the complaint and show battery failure alarm due to "transport connection blown/missing" (#360), as well as battery 2 communication failure (#353). The logs also show that alarm #360 occurred for the first time on 2022-04-01, and prior to that console was operated last on 2021-08-31 (with no battery-related alarms that day). The long-term log power data indicates state of charge for both batteries around 65%-70% on 2021-08-31 and 0% the next time console was powered on (2022-04-01). The returned console and its batteries were inspected, and batttest diagnostic tool reveled very low battery voltage (2.9v and 4.4v inspead of nominal 16v), confirming that both batteries were fully depleted (one of batteries was depleted to the point that it wouldn't support communication). It is most likely that it was caused by the console not being plugged into ac power while in storage for 7 months. After batteries were replaced, the power battery manager was verified, and the console operated within specification. The cause of the aic issue was a depleted battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The clinical consultant reported that the automated impella controller (aic) red alarm battery failure generated when the aic was turned on. There was no patient harm reported.